Event description:
Pt with complaint of drainage from penis. Device inserted into urethra to obtain specimen. When device was removed cotton tip was retained in urethra. Pt's urine was screened and collected with no return of the cotton visualized. Pt underwent urethroscopy and cystoscopy which were unsuccessful in locating the cotton tip.